Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-no; damaged jaws, a-no b-yes; damaged feed bar, a-yes b-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: antibackup tests & results: antibackup functional, ab-yes; firing: feed conform, ab-no; firing: form conform, ab-no; jaws: hold clip, ab-no; jaws: inside width at tips, a-.171 b-.69 and lockout functional, ab-yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were two instruments returned. One of the instruments was returned with damage to the feedbar, causing the instrument to fire the remaining clips non-conforming. The second instrument was returned with the jaws damaged, causing the instrument to fire the remaining clips non-conforming. It could not be ascertained how the damage to the instruments occurred. If the jaws are torqued or closed over a hard object, the instrument can become damaged and will not fire or form the clips properly. Eash instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips fell from the jaws of the device. It was also reported that sometimes, the device spitted the clips. The clips did not fall into the pt. There was no pt consequence.